Event description:
Customer was hospitalized for high blood glucose and dka. Doctor also reported that it was unable to bring blood glucose down with pump and that he believed that pump was not delivering any insulin.